Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. The customer was unconscious at the time of the event. The customer stated that the test strips she was using were contaminated. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.